Event description:
The customer reported the touchscreen stopped working after front bezel replacement. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An authorized service provider replaced the touchscreen, all safety tests passed, and the unit is good for service.

Manufacturer narrative:
The faulty touchscreen was returned to philips for technical investigation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. During testing, it was found that the ul_lr and ur_ll resistance were out of specification, causing the reported touchscreen failure.